Event description:
It was reported that when using the BD Pyxis¿ ES Server, all reports were not updating data on the server.The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & H4: Serial number, Unique Device Identifier and Manufacturer Date not available.Upon investigation of the actual device used in this incident, it was determined that all reports were not updating data on the server. A technical support specialist (TSS) remotely accessed the server and identified that the extract, transform, and load service had not run as expected. The TSS restarted the service and confirmed that report processing resumed, ensuring that subsequent reports would update and print correctly. The system functioned as intended after the technical support specialist troubleshot the issue.